Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two opened probes were received with no protectors, in a tray along with other items, for the report of actuation failure. The returned samples were visually inspected and both samples were found to be non-conforming; sample #1 had clear foreign material along the probe needle and sample #2 had a slightly bent needle and foreign material on the port face and along the needle. The samples were both then functionally tested for actuation, aspiration and cut and both samples were found to be conforming for all three functional tests. The returned samples were found to be functionally conforming, therefore cut failures as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probes were functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter did not cut. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.